Manufacturer narrative:
Philips service tightened loose power connection and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low load fluoro and ups voltage error occurred during use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.